Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the patient that the cause of the their stimulation output issues was not determined, and they have done nothing to resolve the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that after implantation, the stimulation was hitting the patient in the testicles and they were having trouble adjusting it. The patient stated that a representative (rep) was able to adjust it after about five or six times. They reported that the stimulation would calm down with their body. They reported that it otherwise was shocking a little and was uncomfortable, but if the patient were to relax, the stimulation would go down with them. The patient stated they informed a rep about the issue. The patient was redirected to follow up with a healthcare professional. No further complications were reported. Follow up was conducted.